Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a patient via the compliance hotline that they are having a problem with their implanted screws, they stated the screws twisted and broke out in their arm, and they had to have it removed. That they were part of a lawsuit. They indicated that we have been selling the implant from 2004 from 2024, they are now disable in their right arm. Additionally, the patient stated, ¿I do not how they are still selling, and are they are getting away with this not paying the people. I have had 2 of them in 2 months. At less the give the people an applied and make them do a recall. There was to be observation¿ no further information.